Manufacturer narrative:
The customer's report was observed and attributed to a faulty integrated circuit on the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would reset/reboot itself during an attempt to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.